Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the thread broke when the knot was tightened. We carried out a test by opening a new thread and carrying out this operation by hand (without any instruments or patient). As soon as we applied tension when tightening the knot, the thread broke. In the penultimate box she owned, the last threads used had the same problem, but with a different batch number. Used in dental surgery. Additional information has not been received.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market 1,188 units. There are no units in stock in b. Braun surgical's warehouse. We have received 2 closed samples and an open sample. Knot pull tensile strength results conducted on the closed and open samples received are 0.41 kgf in average and 0.40 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.15 kgf in average and 0.06 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, knot pull tensile strength results conducted on samples before releasing the product were 0.36 kgf in average and 0.27 kgf in minimum and fulfilled ep requirements: 0.15 kgf in average and 0.06 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the samples received comply with usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.